Manufacturer narrative:
(B)(4).

Event description:
During an atrial fibrillation procedure using an agilis nxt introducer, a cardiac perforation occurred. While advancing the agilis nxt introducer through a transeptal puncture, the geometry of the introducer with the ablation catheter was not as expected. The patient became hypotensive and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. There were no performance issues noted with any sjm device used.